Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio meter 1: 4.4. Doctor held coumadin dose for two days. Date: (B)(6) 2010, inratio meter 1: 5.0, (retest) inratio meter 2: 1.5. Re-test was done about 30 minutes later. Doctor gave normal coumadin dose of 3.5 mg. Date: (B)(6) 2010, lab: 9.5. Vitamin k was given to patient. No signs of bleeding. Caller reported that she had to poke patient 4x to get 1 sample (no errors) and had to squeeze really hard to get enough blood. Caller also reported using 28g lancets for all testing.

Manufacturer narrative:
Investigation pending.